Event description:
The programmer will not accept "(B)(4)" software update, from either the universal serial bus (usb) port or the software distribution network (sdn), a message generates that the software is already installed, yet when interrogation attempted message says "no software." The programmer was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose. Keyboard hinges and handles are broken. It is noted there was no (B)(4) software on the programmer.